Event description:
Information received by medtronic indicated that the customer reported physical damage to the pump . Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump was returned for analysis.